Event description:
The customer reported the sonicbeat's grasping tissue pad was detached during laparoscopic cholecystectomy. The instrument was replaced with another olympus device and the procedure was completed. There is no report of health hazard for this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.